Event description:
Customer reports via phone that during an undetermined urology procedure, the system failed to fluoro with a message in the center of the table display reading imaging system misaligned. Staff moved the patient to use a portable c-arm fluoro unit and completed the procedure without incident. Customer could not provide any further patient or procedural information, other than to say patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site to investigate 'image system misaligned' and confirmed that tube shroud indicated image intensifier/x-ray tube misalignment. Fse discovered that fluid had infiltrated table and corroded the image intensifier transducer amplifier board. Fse replaced the board and verified proper operation per ddis system service checklist qssrwi4.3. Unit passed checkout procedures and was returned to the customer for service.